Event description:
According to the reporter, during an open lobectomy procedure, after the device was inserted into the thorax, the reload was angled. There was a noise, and the reload could not be closed at all. The device could be straightened and removed from the thorax. The reload was not used on lung tissue. Additionally, the reload cannot be removed from the adapter. To resolve the issue, a new adapter and reload were used. There was no patient injury.

Manufacturer narrative:
D10: concomitant product: egia45amt, egia45amt egia 45 artic med thick sulu (lot#p3c0590); sigadaptshort, sig power sigadaptshort lin short adapt ((B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.